Event description:
The ultra sound was being used on the left fore arm. The staff member was looking for a vein to start an IV when all of a sudden the pt jumped a little and stated "that felt like a bunch of little needles poking me." I felt the probe with my fingers and then cleaned it and ran the probe on my arm. I didn't feel what the patient was stating. I then used a probe cover and he felt it again not as bad he said.what was the original intended procedure?IV placement.